Manufacturer narrative:
The evaluation is in progress, a follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The screw part number was identified based on the reporter's description. The lot number is unknown; therefore the device history records are unable to be reviewed. The device has not been received for evaluation at this time, however the reporter states the device is expected to be returned to the manufacturer for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The complaint was identified by the receipt of the facility medwatch report (B)(4). The medwatch states the trauma one 2.0mm x 6mm cortical screw broke in the patient's mandible. The broken screw had to be taken out from the patient's mandible. Upon follow up with the reporter it was stated there was no surgical delay exceeding thirty minutes.

Manufacturer narrative:
The product identity was confirmed in the evaluation. Visual inspection revealed the screw is fractured transversely through the shaft; therefore, the complaint is confirmed. The grooves on the screw head and tip show minimal damage, indication that the screw head maintained good retention on the blade and most-likely had little problem inserting into the bone. Extensive damage towards the center shaft suggests that the screw had encountered major resistance at that location. The resistance incurred was most-likely with the plate that the screw was being inserted into, causing the screw to fracture. The most-likely underlying cause of the complaint was determined to be incorrect technique. The screw was most-likely inserted into the plate off-axis and/or at an incorrect angle, causing interference with the plate, which caused the screw to fracture. There are no indications of manufacturing defects. The instructions for use (IFU) for this product states in the possible adverse effects and complications: "migration, bending, fracture or loosening of the implant." It also states in warnings: intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. Additionally, it states in the sections titled bone screws: excessive torque can cause the screw to fracture. Based on the product evaluation, the following were updated: date received by MFR, if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative.